Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external controller malfunction.

Event description:
The lay user/patient contacted lifescan alleging that their onetouch ping meter was prompting an "error 1" message, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Event description:
The customer observed 9 occurrences out of 150 tests performed, of architect i2000 error code 1007 (unable to process test, activated read failure), across several lots of reaction vessels (rv). The customer has occasionally observed this error, however, lately, the error has occurred with high frequency. The customer was sent a replacement lot of rv's, and the abbott field service engineer was dispatched to remove all the suspect rv's from the analyzer. There was no impact to patient management.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and damage occurred. Access was obtained via the right femoral artery. The 90% stenosed eccentric de novo lesion measuring 3.00mm in diameter and 38mm in length was located in a mildly calcified and non-tortuous left anterior descending artery. The lesion was predilated with a 1.5mm balloon which reduced the stenosis to 70%. A 3.0x38mm taxus liberte stent was advanced to the lesion but could not cross. It was noted that the stent became damaged prior to dislodgement due to the multiple failed attempts at crossing the lesion. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the patient. The stent was able to be removed from the patient. The procedure was completed by placing another 3.0x38mm taxus liberte stent in the lesion and placing a 3.5x23mm non bsc stent in a second lesion in the left circumflex artery. No further patient complications occurred. Patient status is listed as stable.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Correction, suspect medical device, lot #: additional architect reaction vessel (rv) lot 69684p100. In the initial medwatch submission, architect rv lot 69684p100 was submitted as the suspect medical device. In follow up submission -02, the suspect lot number 69684p100 was corrected to lots 69686p100 and 71234p100. It was determined rv lot 69684p100 was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. Suspect medical device, lot #: in the initial and follow up medwatch submissions, suspect medical device, lot # was submitted with lot number 69684p100. This lot of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, therefore, lot # was changed to 71234p100 and 69686p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), suspect medical device, lot #, other lot #: suspect medical device, lot #: additional architect reaction vessel lot 69686p100, device MFR. Date: 10/7/08, expiration date: na. Additional architect reaction vessel lot 69684p100, device MFR. Date: 10/7/08, expiration date: na. Concomitant medical device: architect analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.